Event description:
Screw head broke during insertion. The screw remained implanted in the pt.

Manufacturer narrative:
The product was not returned for investigation. Based on the available information, the actual root cause for the reported event could not be determined. Statistical evaluation did not reveal any device related issue.